Manufacturer narrative:
A review of the manufacturing documentation associated with lot 82185628 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 3mm x 25cm x 155cm saber rapid exchange (rx) balloon catheter (bc) was used in an attempt to perform plain old balloon angioplasty (poba); however, it ruptured within its nominal pressure. Therefore, it was replaced with a new saber rx and it performed poba. The procedure was completed. There was no reported patient injury. This was an endovascular therapy (evt) case. The lesion was right below the knee. An ipsilateral antegrade approach was made with a sheath (non-cordis). A guidewire (non-cordis) crossed the lesion. The saber rx was used to perform poba from the distal of the anterior tibial artery to dorsal; size up from the mid to p3 of the anterior tibial artery. The device will not be returned for analysis as it was discarded.

Manufacturer narrative:
Complaint conclusion: as reported, a 3mm x 25cm x 155cm saber rapid exchange (rx) balloon catheter (bc) was used to perform plain old balloon angioplasty (poba); however, it ruptured within its nominal pressure. Therefore, it was replaced with a new saber rx and it performed poba. The procedure was completed. There was no reported patient injury. This was an endovascular therapy (evt) case. The lesion was right below the knee. An ipsilateral antegrade approach was made with a sheath (non-cordis). A guidewire (non-cordis) crossed the lesion. The saber rx was used to perform poba from the distal of the anterior tibial artery to dorsal; size up from the mid to p3 of the anterior tibial artery. The device was not returned for analysis as it was discarded. A product history record (phr) review of lot 82185628 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics, although unknown and procedural factors likely contributed to the reported event. However, without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.